Event description:
This report is based on information provided by remote service engineer rse and is currently under investigation by the philips complaint handling team. Philips received a complaint on the tempus pro indicating a black screen appeared when unit was powered up. This incident occurred during preventive maintenance, no impact noted and no patient involvement.